Event description:
Event description boston scientific received information from an unknown clinician that this patient's chronic ventricular lead displayed high impedance measurements in both unipolar and bipolar configurations at about 2300 ohms. The last measurement taken previously was 1400 ohms. The patient has not been symptomatic in association with this clinical observation. Attempts by the field representative to retrieve additional information on this case, revealed the patient was scheduled for a lead revision and device replacement procedure one week later. The account is not guidant friendly and it is unknown whether we will get the device back or learn additional resolution on this case.